Event description:
It was reported that the patient's device was barely giving out oxygen and troubleshooting was unable to resolve the issue. The patient's oxygen levels had dropped to 57% and the patient was sent to the ER. After a week in the hospital, patient was given medication and is doing stable.

Manufacturer narrative:
B3: date of event is estimated. The unit came in for oxygen error. The unit works well and within specification & provides enough oxygen to the patient. No trouble found. No recent errors logged on the data log. The uip was replaced due to cosmetic damage.